Event description:
In a customer experience survey, it was reported that this patient decided to stay on incenter hemodialysis due to previous peritonitis infections. There were no recorded issues with a fresenius device, or product in relation to the reported event. In an additional follow-up call, a hemodialysis nurse familiar with the patient stated the patient was previously on peritoneal dialysis (pd) in (B)(6) 2019 at (B)(6). The nurse the confirmed that the patient had one episode of peritonitis on (B)(6) 2019. It was reported the patient¿s pd culture grew the bacteria pseudomonas. The patient was treated with unspecified antibiotics at that the time (details unknown). Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. Per the nurse, the peritonitis was not related to any issues with fresenius products. Rather, the patient attributed the event to the patient being a carrier of pseudomonas.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient¿s previous event of peritonitis. However, there were no reported allegations, not any objective evidence that a fresenius cycler/ fresenius cassette malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. Moreover, pseudomonas can colonize in humans and cause infections. Therefore, the patient¿s peritonitis event can be attributed to the patient being a carrier of the bacteria, as reported by the patient¿s nurse.

Event description:
In a customer experience survey, it was reported that this patient decided to stay on incenter hemodialysis due to previous peritonitis infections. There were no recorded issues with a fresenius device, or product in relation to the reported event. In an additional follow-up call, a hemodialysis nurse familiar with the patient stated the patient was previously on peritoneal dialysis (pd) in 2019. At fresenius south airways clinic. The nurse the confirmed that the patient had one episode of peritonitis on (B)(6) 2019. It was reported the patient¿s pd culture grew the bacteria pseudomonas. The patient was treated with unspecified antibiotics at that the time (details unknown). Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. Per the nurse, the peritonitis was not related to any issues with fresenius products. Rather, the patient attributed the event to the patient being a carrier of pseudomonas.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.